Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's sister reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 500 mg/dl. The customer stated that she had high blood glucose readings after a meal. The customer stated that she needed assist with tracking down the bolus history to determine whether the bolus was given or not. The customer also stated that she had low blood glucose readings but declined to troubleshoot. The customer was advised to call back.

Manufacturer narrative:
New information received.

Event description:
The patient called back after receiving a letter asking her to call back due to the high blood glucose levels she experienced. The patient stated that she was hospitalized due to a head injury a few months back. While in the hospital, the doctor took her off of insulin pump therapy, and has not been wearing the pump for the past three months. It was unknown whether or not the head injury was diabetes related. The patient was later hospitalized due to high blood glucose, and was still not wearing the pump. The patient was hospitalized a third time after experiencing high blood glucose and a seizure. Again, the patient was not wearing the pump during this event. Nothing further was reported.